Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the product packaging was opened during an open pulmonary lobectomy, the device could not be fired, a new stapler was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. A visual inspection of the returned photos noted: the first photo depicts the instrument placed on the display box, the tyvek lid above, and the jaw open. Dried bodily fluids were observed on the instrument. The second photo depicts the instrument nested in the blister, jaw open. Dried bodily fluids were observed on the instrument. No abnormalities were observed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.